Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is not powering on. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, it was reported that the device will not power on. Upon confirming device information, it was determined the device is not covered under any contract. The customer was provided the information and as a result, any cost will be expensed to the customer. The customer did not approve any services. No repairs or services provided. The device remains unrepaired and at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : customer declined service / repair.